Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 377775, lot# j0546558v, implanted: (B)(6) 2005, product type lead (x2); product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient saw the ¿call your doctor¿ icon and a 375 antenna failure error code on the recharger. It was noted that about three weeks prior to the report the patient thought she saw a power on reset (por) message on the recharger which would come and go. It was noted the patient was unable to charge at that time, but at the time of the report she would get five coupling bars and charge from 25% to 50% quantile. When the device was interrogated with the clinician programmer there was no por message. It was noted that stimulation effectiveness had not changed.